Manufacturer narrative:
The investigation conducted by field service engineering concluded that the recurring system error experienced by the customer was associated with the extended patient side manipulator (psm). The system was repaired by replacing the affected extended psm. The extended psm was returned to isi for failure analysis investigation. Engineering discovered excessive jitter noise emanating from a potentiometer assembly within the extended psm, which consequently generated the system errors experienced by the customer. The system alarm (the 20013 system error code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of june 8, 2006, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the surgical procedure, the customer experienced a recurring 20013 system error code. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.